Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient undergoing a coil embolization procedure to treat a sigmoid sinus dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician placed three smart coils and 16 non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance right after passing through the hub of the microcatheter and subsequently, the smart coil became stuck approximately 10 centimeters away from the hub of the microcatheter; therefore, it was gradually removed. The procedure was completed using glue. There was no report of an adverse effect to the patient.